Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: additional phone = (B)(6). E3: (B)(6). H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the lower extremity, a flexor raabe guiding sheath unraveled and separated upon removal of the device, approximately twenty centimeters from the hub. The patient had ¿limiting¿ leg ischemia with claudication. The tibioperoneal trunk, as well as the anterior tibial, posterior tibial, and distal popliteal arteries were reportedly heavily calcified. Contralateral access was obtained in the femoral artery to target the popliteal artery. Per the reporter, the access site was not scarred, the anatomy was not tortuous or stenosed, and the bifurcation was not steep/acute. Multiple medical devices were used with the sheath, including multiple angioplasty ballons, catheters, and an atherectomy device. Reportedly, resistance was not encountered upon insertion or removal of the sheath, nor during insertion or removal of any device through the sheath. The dilator was not reinserted prior to attempted removal of the sheath. An unspecified 8-french, ten-centimeter pedal sheath was inserted, and the separated portion of the sheath was pulled down and removed from a vessel below-the-knee, using another manufacturer¿s wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.